Manufacturer narrative:
(B)(4). (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k150850. The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the inner sterile packaging was unsealed, allowing the cement to spill out. A delay of 15 minutes to surgery was reported. No further patient consequence or additional information has been provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned product device found the left supplier sealing was opened (1/2) of the length. The manufacturer sealing was intact. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to supplier packaging issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.